Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation, and the lot number was not provided. Distribution records were reviewed to identify potential lots of this product shipped to the customer for the three (3) month time frame which immediately preceded the event. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The date of occurrence of the reported leak was unknown. As a result, the date of event has been defaulted to the first of the month during which the patient experienced the issue. The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient experienced an unspecified fluid leak during peritoneal dialysis therapy. The cause, location, and occurrence date of the leak were unknown. It was unknown during which phase of therapy the leak was discovered. The patient continued to use their cycler for peritoneal dialysis therapy following the leak. The cassette was not available for evaluation. A technical support representative was not notified of the event until a call was placed requesting a replacement cycler for an unrelated event. There were no patient symptoms or injury resulting from the reported incident. The patient has continued with peritoneal dialysis therapy. Additional information was requested but was unavailable.